Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. From the facts obtained from the investigation, it is presumed that the power turns off due to failure of the power unit. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the video system center turns off automatically after about 10 minutes of powering on. The issue was found during reprocessing, the intended diagnostic enteroscopy was completed with a similar device, and without delay. The patient was not under anesthesia, and there were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device had power unit failure which caused the device to automatically power off after running for a period of time. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.